Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic with a pause episode possibly due to undersensing. This was the first episode that has been seen since implant with false pause. The patient would continue to be monitored.